Event description:
It was reported that a patient presented with cardiac perforation noted on the patient's right ventricular lead. During the intervention process, the lead helix was unable to be extended. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.